Event description:
It was reported that the patient's left knee was revised due to infection. Surgeon believes patient had a uti and the infection migrated to the knee. A 6x9 ps insert was exchanged for another 6x9 ps insert.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.